Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk implantable cardioverter defibrillator 2009-(B)(6), 4076 implantable pacing lead 2009-(B)(6), 6947 implantable tachy lead 2008-(B)(6). (B)(4).

Event description:
The device was returned to the manufacturer with no reason for being explanted and replaced. The device was analyzed and tested out of specification. Follow up with the clinic determined the device had been replaced due to normal elective replacement indicator. It was also reported that the left ventricular (lv) lead had high thresholds, which were likely due to poor placement at implant. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.